Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, technician found the device was worn, dirty, oily and corroded due to improper car and maintenance, which does not allow sufficient sealing. The coupling tool side was broken, torn off and transmission rod has a split sphere. Repairs and maintenance were conducted on device which returned to customer (B)(4) 2013. The complaint is indeterminate. (B)(6). Placeholder.

Event description:
Device was returned for repair. During service, technician found the device was worn, dirty, oily and corroded which does not allow sufficient sealing. The coupling tool side was broken, torn off and transmission rod has a split sphere. This is report 1 of 1 for #(B)(4).